Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited myopotential oversensing resulting in inappropriate shocks. During follow up, noise was able to be reproduced in all vectors. The system was reprogrammed to the secondary vector to mitigate further oversensing. While the patient was running, another inappropriate shock was delivered and two additional untreated episodes were stored. Technical services (ts) reviewed device data and discussed further troubleshooting options. No additional adverse patient effects were reported.